Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code:unknown. Strip storage: unknown. Symptoms: weakness, shaky and "diffrtic". A pt reported they were unable to test, according to notes customer does not have items to resolve issue. Their meter allegedly would only prompt not ok. The result on their meter was 120. No other blood glucose tests reported. No comparisons reported. Treatment was: none. No further info has been reported.